Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD), implanted on july 19, 2005, had a monitoring voltage (mv) of 3.24v at implant. The current follow-up measured a mv of 3.0v, with a battery status of beginning-of-life (bol). The patient has ad no unusual pacing or shocks.